Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/03/2020. Additional h3 investigation summary: one detached needle, a dispensed suture piece and one empty winding folder of product code p8686, lot al5770 were received for analysis. During visual inspection of the detached needle, the closure of the channel could be observed to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture piece was examined, and the insertion end was not observed since the extremes of the suture appear to be cut. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al5770 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture detached from the needle when the doctor makes the first approach point in the tissue. The suture is left in the tissue and the needle in the needle holder, it was detached. There were no adverse patient consequences reported.